Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a third redo supraventricular tachycardia procedure, a pericardial effusion was noted and a pericardiocentesis was performed, however the hole did not seal and the patient was airlifted to a nearby hospital. Following ablation of the cti in the right atrium and left atrium, ice revealed an effusion. A pericardiocentesis was performed, however the hole did not seal and the patient was airlifted to a nearby hospital. The patient coded do the effusion, but stabilized and is in the ICU. There were no performance issues with any abbott devices.